Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that the device was not making any sound when alarming. They did not hear beeps when the audio volume settings were saved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=missing. On (B)(6), 2021 the customer alleged absence of alarm and cosmetic damage at retainer ring. Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Insulin pump passed self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No absence of alarm anomalies noted during testing. History download was successful using thus and carelink upload was successful. However, pump error 63 (variable 3) was confirmed in the history download on 07/30/2021 at 1:48pm. The following were noted during visual inspection: scratched case, detached retainer pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, faded serial number label and corroded battery tube. Cosmetic damage was confirmed where detached retainer was noted. Alleged absence of alarm not confirmed during testing. However, pump error 63 (variable 3) confirmed in the history download on 07/30/2021 at 1:48pm due to broken trace pin6 on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. Device passed self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device successfully downloaded to thus and carelink. Pump error 63 variable 3 was noted in the history download due to broken trace pin 6 on keypad assembly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, faded serial number label and corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.